Manufacturer narrative:
Analysis findings of the pump segment catheter (B)(4) revealed the sc connector had coring-tears-cuts in the seal that met leak criteria. Analysis findings the spinal segment (B)(4) revealed the catheter body had dark residue occlusion in the dispensing holes that was event related.

Manufacturer narrative:
(B)(4) no longer applies to the returned catheters. (B)(4) applies to 8731sc/0210576020 and (B)(4) applies to 8731sc/0203691202. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. The following codes apply to catheter (B)(4): (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine 18 mg/ml at 14 mg/day and clonidine 0.1 mg/ml at 0.08 mg/day via an implantable pump. It was reported that a patient came with underdose symptoms to the hospital. Diagnostics included side port "punction" under x-ray. The hcp thought that there was a leakage on the pump segment of the catheter. In the operating room, there was no leakage in the pump segment of the catheter. The catheter was occluded, so they changed it. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.